Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient passed away thirteen days after the implant of their implantable pulse generator (ipg) system. It was noted the right ventricular (rv) lead experienced high thresholds on the date of death. Follow up to obtain additional information found the cause of death is not known and an autopsy was not performed. The implanting physician did not suspect the device system contributed to the patient's death but could not rule it out without a known cause of death. The reason for the rise in thresholds was not definitely known, though it was speculated it may have been related to metabolic issues. A chest x-ray performed at the time of death showed no evidence of lead dislodgement. It was also noted the patient experienced a slow junctional rhythm just prior to passing away. No other information was able to be obtained.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Also there was a p-wave amplitude measurement issue.